Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot 1k525b. Within the last 3 weeks she opened a new bottle and immediately began performing blood glucose tests. The result with the first test strip from the bottle (am fasting) was 89 mg/dl. The next day the customer's morning fasting reading was 79 mg/dl. She continued to obtain readings in the 70's and 80's mg/dl. The customer stated that she has been using test strips for approximately 1 yr and that her am fasting readings with test strips are approximately 200 mg/dl. Within the past week the customer bought a box of test strips. On two consecutives days she obtained am fasting readings of 185 and 200 mg/dl. The customer stated that she performed a normal control solution test with the first test strip as well as a check strip test on the meter. The results of both tests were within their respective normal control solution and check strip ranges. (No specific results available.) The code was set correctly for all tests. The desiccant is in the open bottle of furst strips. The customer stores the test strips in a bathroom that is not used for washing, bathing, or showering. The customer could not find the bottle of normal control solution while on the telephone with the rep. She did not wish to perform any tests with the rep or provide any other info.